Manufacturer narrative:
The insulin pump was received with unresponsive buttons due to unlocked lcd connector. The keypad functioning properly after connector was locked back in place. Meter transfer blood glucose properly to insulin pump. All operating currents are within specification. No unexpected blank display noted. The insulin pump was received with minor scratches on lcd window and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer stated that the buttons on the insulin pump did not respond to button press. Customer replaced the batteries and the insulin pump did not turn on and there was a blank display. It was noted that the insulin pump was left on the bathroom countertop when showering prior to the blank display. Customer's blood glucose reading at the time of the call was 204 mg/dl. No further information reported.